Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during unpacking, it was noticed that the sheath was broken into two pieces. A photo sent by the customer confirmed the sheath break. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event.